Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 8mm amplatzer vascular plug 4 was selected for procedure. It was noted during procedure that the plug did not sufficiently embolize the patient's pulmonary artery, proximal to the descending aortic arch after being deployed. After 5 minutes of observing, it was noted that the contrast agent was still able to pass through the pulmonary artery. The pulmonary artery had a length of 16.8mm. The decision was made to remove the 8mm amplatzer vascular plug 4 and implant a new unknown device to complete the procedure. There were no adverse patient consequences reported.

Event description:
It was reported that on 03 november 2022, a 8mm amplatzer vascular plug 4 was selected for procedure. It was noted during procedure that the plug did not sufficiently embolize the patient's pulmonary artery, proximal to the descending aortic arch after being deployed. After 5 minutes of observing, it was noted that the contrast agent was still able to pass through the pulmonary artery. The pulmonary artery had a length of 16.8mm. The decision was made to remove the 8mm amplatzer vascular plug 4 and implant a new unknown device to complete the procedure. There were no adverse patient consequences reported. Subsequent to the previously filed report. Additional information was received and a correction needs to be made as there was no replacement device implanted in the patient. It was noted that the diameter of the patient's pulmonary artery was 6mm. The 8mm amplatzer vascular plug 4 had been sized according to the diameter of the patient's pulmonary artery. It was noted that after implant/release of the 8mm amplatzer vascular plug 4 there was a residual shunt present. The decision was made to snare the plug and use different unknown embolization material to complete the procedure the patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report. There was no allegation of malfunction against the 8mm amplatzer vascular plug 4 or procedure.

Manufacturer narrative:
An event of residual shunt was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.